Event description:
Missed description: the customer reported the failed battery alarm. The pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. No unexpected alarms/alerts/anomalies noted during testing. The history/trace downloads were successful using thump. Verified the following alarm/alerts on event date: pump error 63 variable 03 on 03/27/2023 11:34:55.000, pump error 3 on 03/27/2023 10:11:13.000, pump error 4 on 03/27/2023 11:43:04.000, pump error 54 on 03/27/2023 10:11:11.000, and 1 no delivery alarm during bolus on 03/22/2023 17:43:20.000. The following power alarms/alerts noted in downloaded history on event date: battery failed alarm [58] on 03/27/2023 at 11:34:58.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 3. Confirmed pump error 63 var 3 due to cracked solder joint. Confirmed pump error 3 was a consequence of pump error 54. Confirmed pump error 54 due to software anomaly. Confirmed pump error 4 due to hardware error, isolated to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Confirmed pump error 63 var 3 due to cracked solder joint. Confirmed pump error 3 was a consequence of pump error 54. Confirmed pump error 54 due to software anomaly. Confirmed pump error 4 due to hardware error, isolated to electronic stack. No failed battery alerts noted during analysis, failed batt test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63) and pump error 3 (the main arm cannot communicate with the motor arm). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. No harm requiring medical intervention was reported. The customer will discontinue using the device and the product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.